Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered a fault on the system prompting for a restart or to disable the universal surgical manipulator (usm). The customer restarted the system but the error remained. The technical service engineer (tse) confirmed the error and advised the customer to hard power cycle the system if possible. The customer opted not to and decided to continue the case laparoscopically. The procedure was converted to laparoscopy with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the occurrence of an error 307 during testing and replaced the universal surgical manipulator 1 (usm1) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm1 was analyzed and the reported event was successfully confirmed and replicated. In artemis logs, the 307 error was found, indicating that the axes control motor (acm) node stopped responding after system startup, which confirms the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system and functioned as expected. The unit was then installed onto a pftp where it failed on node check with error 307 on acm node, replicating the reported event. After reviewing the field error logs, failure analysis noted a high frequency of error 32127, indicating a communication issue along the data path between ac_1d (upstream) and ac_1c (downstream), which is routed through the clock spring fiber cable. Then, after swapping the clock spring fiber cable with a golden clock spring fiber cable, the unit was tested again and passed all relevant testing within specification. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the reported repeating errors is attributed to the usm1 clock spring. Fa has resolved the issue by replacing the clock spring on the usm.